Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02942. It was reported that smoke was observed from the transmitter. It was suspected that the transmitter was shorted out. The patient was feeling symptomatic. The transmitter was being replaced.